Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead which was oversensed resulting in inappropriate atrial tachycardia response (atr) device mode switches. Boston scientific technical services (ts) reviewed the associated electrograms (egms) and indicated that the noise is consistent with rate response trend (rrt) sensor artifacts. In addition, it was noted that there are intermittent spikes in ra pace impedance. A review of the ra pace impedance trend shows that although there are impedance spikes, the measurements remain within the normal specification limits. The ra lead is not a boston scientific product. The patient was noted to be in and out of atrial fibrillation and they do not receive ra pacing therapy. Ts recommended to the boston scientific representative (rep) to program off the rrt sensor but indicated this will not have an impact on the ra pace impedance spikes, which appear to be related to a device header spring contact issue and will likely continue to get worse. Ts suggested monitoring the ra lead closely going forward. The products remain in-service. No adverse patient effects were reported.